Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that that his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at unspecified date and time in (B)(6) 2017 whilst he was in india. The patient claimed that on (B)(6) 2017 at 10:00 am he obtained blood glucose readings of ¿334 and 130 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages his diabetes with a combination of insulin (type not reported) and oral medication (metformin 1000mg). In response to the alleged inaccurate results, patient claimed he took extra insulin (60 units instead of 45). 5 hours after the extra insulin was administered, the patient reportedly became ¿hypoglycemic¿ and experienced symptoms of feeling ¿dizzy and shaky.¿ the patient informed the csr that that he was hospitalized on (B)(6) 2017 at 4:00 pm as a result of the alleged issue and was treated with IV fluids (specific type not reported). The patient claimed his blood glucose was measured at ¿50 mg/dl¿ on the hospital meter. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.